Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2026. On (B)(6) 2026, the patient said that she cannot recall what was the cgm reading at that time and somehow felt confused and believed that she was experiencing dka. The patient's mother drove the patient to the hospital. Upon arriving there, they took a fingerstick which was around 700 mg/dl and it was confirmed by tests that the patient was experiencing dka. The patient does not know what her cgm reading was at that time. The patient was treated with IV insulin and unspecified medications IV. The patient was also put on life support and they removed the sensor. Upon removing the sensor, they found that the sensor wire was bent and that the patient's pump was not providing enough insulin. The patient reported no error message shown. The patient stayed at the hospital until (B)(6) 2026. At the time of the call, the patient was almost back to normal. No other details were documented. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.